Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the infection event was initially reported to them by the medical assistant in the doctor's office. Date infection was first observed and patient weight were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an infection at their pocket incision, fever, and pain. It was noted that everything was explanted. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.